Event description:
Pt reported the infusion device did not display an occlusion (e4) error. On (B)(6) 2010, blood glucose was 67 mg/dl at 8:00 a.m. Pt ate and delivered insulin through the infusion device. At 12:00 p.m., blood glucose was 306 mg/dl. Pt changed the infusion needle. Pt then ate and delivered insulin through infusion device. At 4:00 p.m., blood glucose was 122 mg/dl. Pt was able to control his blood glucose by himself. Pt changes the insulin cartridge and infusion tubing every 7 days. Pt changes the infusion headset every 1.5-2 days. Infusion device was not exposed to electromagnetic fields or water. Pt did not lose consciousness or require hospitalization. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for evaluation. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.